Event description:
The pt stated that her implantable neurostimulator "has not been acting right." An x-ray was taken, but the health care professional did not see any issues. The hcp and a MFR's representative attempted to reprogram the device but this was unsuccessful. The hcp stated the right leads "seem to be in place" but "are not working." The leads were "in good position" but the device "is just not working." No pt symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).